Manufacturer narrative:
Pending investigation. Concomitant medical product: 901773 118-41-03 - p-series pf plasma h/o collarless sz 3 12/14; 941453 120-01-56 - acumatch cluster cup porous coated 56mm; 932675 120-65-20 - bone screw 6.5mm dia x 20mm long; 702906 148-32-00 - 12/14 zirconia head 32mm +0mm neck. Z-1728-2022.

Event description:
As reported, the patient had an initial tha on (B)(6) 2007. The patient was revised on (B)(6) 2014; reason not reported. No other patient information/medical history reported.

Manufacturer narrative:
H3: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified in the hhe: significant edge loading of the femoral head on the acetabular liner. The most likely cause for the revision reported due to early prosthesis wear and osteolysis is a combination of the risk factors specified in the hhe. However, this cannot be confirmed as no radiographs or photos were provided and the devices were not returned for evaluation. Correction: h6 clinical code and component code.